Event description:
It was reported that a pt had a rash under the tape collar, this was over 2-3 weeks. The pt changes the wafer every 7 days. Crusting procedure was reviewed with the pt and the pt was advised to contact the company and/or a health care provider if the issue were to continue. No additional information was provided. Pt outcome is not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken form a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.